Event description:
Reporter alleged discrepant blood glucose values of 390 mg/dl back to back with a result of 190 mg/dl when testing was performed 2 minutes apart on the advantage system. Customer stated taking normal dose of diabetes medication, however did not provide the location of the testing. No other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.